Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an unknown procedure, the multifix s-ultra 5.5mm knotless anchor was pulled out after deployment. Surgery was resumed, after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. According to additional information received, a similar backup device was placed into the same previous drilled bone hole and no medical/clinical interventions were required. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image(s) found an arthroscopic image of the device, is not possible to verify the reason of the dislocation. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in h6 (health effect - impact code).

Event description:
It was reported that during an unknown procedure, the 5.5.mm multifix s-ultra knotless anchor pulled out after deployment. The surgery was resumed, after a non-significant delay, using a 5.5.mm healicoil peek anchor as back-up device into the same previous drilled bone hole. No patient complications were reported.